Event description:
The patient had 1 endeavor sprint stent implanted on the day of the index procedure in the lm. Approximately 2 years from index procedure, the patient was reported to have died in his sleep at home, with no symptoms evident before hand. An autopsy was not performed.

Manufacturer narrative:
(B)(4). Results - (death). Conclusion - no conclusion can be drawn.

Manufacturer narrative:
(B)(4): evaluation results: inherent risk of procedure (mi).

Event description:
It was reported that the patient suffered an mi on the day of the index procedure. It was not assessed if the event was related to the study stent.